Event description:
Boston scientific received information that the right ventricular lead safety switch was triggered. The pacing impedances were low in unipolar configuration while they were high in the bipolar configuration. A follow up was scheduled. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.